Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed the motor arm cannot communicate with the main arm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the alarm occurred during normal use and did not occur after changing the battery. The alarm occurred for 4 times and the customer was advised that the insulin pump will be replaced. The device is expected to be returned for analysis.